Manufacturer narrative:
(B)(4). Concomitant product(s): ¿ femur size f right, catalog 00576401652, lot 62065992; stemmed precoat tibia, catalog 00598004701, lot 62133473; stem extension replacement screw, catalog 00598009000, lot 62165345; taper stem plug, catalog 00596009900, lot 62173203; all poly patella 32mm dia. 8.5mm thick, catalog 00597206532, lot 62164928; stryker antibiotic bone cement, catalog 6197-9-001, lot mbt020; stryker antibiotic bone cement, catalog 6197-9-001, lot mbt020. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00224, 0002648920-2017-00343, 1822565-2017-03599, 0002648920-2017-00344, and 0002648920-2017-00345.

Event description:
It was reported that the patient underwent a right knee revision procedure approximately five years post implantation to allergic reaction to the implanted components. Patient was also experiencing pain, stiffness, and clicking. Additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this product does not contain metal and would not contribute to patient allergy.